Event description:
It was reported that (3) lcsc5 were used during a laparoscopic pelviscopy procedure. It was reported by the rep that the lcsc5 toned out on three blades. Continued to exchange blades and had to discontinue use of harmonic scalpel. The case was completed by electrocautery.